Event description:
Reporter stated that patient received the following results on performa system compared to a professional meter within 1 minute: 73 mg/dl (performa system) and 304 mg/dl (professional meter). The customer self- treated at this time with a coke and consumed 8 envelopes of sugar and bread. Customer was transported to the hospital where 1 hour later she was treated with 10 units of an unspecified insulin. Approximately 2-3 hours later she was treated with 5 more units of an unspecified insulin intravenously. The customer was hospitalized for 7 hours and released. Customer is currently in good condition. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The device produced one out of range control value, but no defect could be found that would account for the failure, and it could not be reproduced in retention.